Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and the patient impedance was recalibrated to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached mfc cable. Complainant indicated that there was no patient involvement in the reported malfunction.